Event description:
It was reportd by the customers that the tct75 " failed to fire" in a procedure. Another insturment was used to complete the procedure. There was not consequence to the pt. The customer did not know any other details about the procedure.